Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was not duplicated. Further investigation is pending. This report will be updated when the eval is complete.

Event description:
It was reported that the drill stopped working during a procedure. A spare drill was used to complete the procedure. There was a 30 minute delay in the procedure. There was no medical intervention required and no adverse consequences.